Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not oscillate, was frozen, the needle sleeves were excessively corroded and the bearings and o-rings were worn from device maintenance issues. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a triple pelvic osteotomy (tpo) procedure on a canine, it was observed that the sagittal saw attachment device made a loud almost squealing noise. It was confirmed that the other attachments were working correctly at the time. There was no spare device available for use so the surgery had to be rescheduled. There was no patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.